Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity and exhibited an alert that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was due to measuring a loaded voltage value below 2.1 volts and recommended device replacement. At this time this device remains in service. No adverse patient effects were reported.